Event description:
Related MFR report number: 2017865-2024-35786 it was reported that a patient presented to clinic. Device interrogation revealed loss of capture and high pacing impedance on both the atrial lead and left ventricular (lv) lead. Atrial lead and lv lead fracture were suspected. During lead revision, the physician noted a sharp bend on both atrial and lv lead. On 5 mar 2024, the physician elected to cap and replace the atrial lead and to explant and replace the lv lead. The patient condition was stable.